Event description:
Patient presented to the physician, one day after the implant procedure, with a hematoma at the chest incision site. Physician brought the patient into the or, evacuated the hematoma, cauterized the bleeding, and closed. Patient was placed on IV antibiotics after the procedure. This resolved the issue.